Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, delamination of the valve and two curved openings. A leak test was performed which identified delamination and an opening. A microscopic analysis was performed which identified: total delamination of the valve, one sharp opening and one smooth crease opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: total delamination of the valve due to adhesive failure, one smooth crease opening assessed as a fold flaw opening, and one sharp opening assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.